Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. The reported separation was confirmed. The reported difficulty removing the balloon dilatation catheter could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties and patient effects appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was performed to treat a (B)(4) stenosed lesion in the distal left main (lm) and thrombosis at the mid left anterior descending (lad) artery. Pre-dilatation was performed and a 3.5 x 33 mm xience alpine stent was implanted from the ostium lm to the mid lad. The 4.5 x 8 mm nc trek balloon catheter was used for a proximal optimization technique in the mid lad. During removal of the trek, there was interaction with the guide catheter and the distal portion of the balloon catheter separated. A 7fr guide catheter was used with a snare to remove the distal portion of the device. No additional information was provided.